Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by the physician from (B)(6) of peritonitis in a patient coincident with dianeal-n pd4 1.5 therapy for chronic renal failure. During a phone call with baxter technical services, it was reported that in (B)(6) 2011, the patient experienced peritoneal cloudy effluent. It was not reported if the event of peritoneal cloudy effluent had resolved or whether dianeal unknown therapy was ongoing. Medical history was chronic renal failure. Concomitant medications were not reported. The reporter did not provide an opinion of causality. Follow-up information ((B)(6) 2011): this report was by the physician. This report is now medically confirmed. Adverse event information, patient demographics (age), suspect product and treatments were added or amended. The adverse event of peritoneal cloudy effluent was amended to peritonitis. The suspect product was amended to dianeal-n pd4 1.5. On an unreported date, the patient began dianeal-n pd4 1.5 therapy. On an unreported date in (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient began remedial treatment with an unspecified antibiotic for the event of peritonitis. In (B)(6) 2011, the event of peritonitis resolved, remedial treatment was discontinued and the patient was discharged from the hospital. Dianeal-n pd4 1.5 was ongoing. The physician stated the event of peritonitis was not related to dianeal-n pd4 1.5 therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.